Event description:
Customer reports to have experienced keypad anomaly. Customer enter blood glucose to give a bolus delivery and numbers continued to ramp up. Customer's blood glucose was 221 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored, no failed battery test alarms noted, all operating currents tested within specification range and all of the buttons functioned properly. However, corroded keypad traces noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and missing end cap sticker noted during our visual inspection.